Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. It is reported that the patient suffered a heart attack approximately 49 months post index procedure. Patient was treated with medication. Investigator indicated that the reported event was not related to the study device. Patient is reported to have recovered. Approximately 9 months later, patient death occurred. Death was indicated as non-sudden, non cardiac. Death was due to a bacterial disease. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.